Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 12th december 2011. Upon receipt, faulty measurements were taken on the on_button line of the membrane, which had prevented the device from powering off via the on/off button and had likely caused the device to switch on automatically, as per the reported faults. Corrosion was observed on the membrane tail, which would indicate the device had been subject to adverse storage conditions. A discolouring of tracks within the membrane was also observed, which may suggest the membrane had been subject to moisture ingress. These faults could not be replicated with a new membrane fitted. This confirmed a failure of the returned membrane. Furthermore, the device was issuing ¿adult patient¿ prompts with a pedi-pak installed, as per an additional reported fault. Faulty measurements were taken on the sw1 reed switch, indicating a fault on this component. Sw1 was replaced and the device then power cycled multiple times, while alternating between an adult pad-pak and a pedi-pak installed. The device issued the correct prompts on each occasion. This confirmed a failure of the original reed switch and may have been a further consequence of adverse storage. The returned sam 300p is out of warranty and shall therefore be scrapped.

Event description:
Device switches on automatically, sometimes prompts adult patient with child pad pak and will not switch off without removing the pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically, sometimes prompts adult patient with child pad pak and will not switch off without removing the pad-pak.